Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Serial # is unknown at this time.

Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) canada on behalf of his son (the patient) alleging that a one touch ultramini meter read inaccurately high compared to another meter. A follow-up contact was made between lfs and the reporter (B)(6) 2012, and additional information was obtained. The reporter was going to call lfs back at a later time to provide the serial # of the subject meter. The patient typically tests his blood glucose (bg) 6-8 times a day. He manages diabetes with self-adjusted novorapid insulin based on his meter readings. The reporter indicated that the alleged issue started a week earlier on an unspecified date/time. On (B)(6) 2012, at an unspecified time in the afternoon, the patient reportedly obtained a bg result of "24.4 mmol/l" on the subject lfs meter. Using the same blood sample source, the patient reportedly obtained a result of "19.1 mmol/l" on another meter. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan's criteria for accuracy testing. However, within 5 minutes after testing and based on the lfs meter reading, the patient reportedly took 5 units of novorapid insulin. The reporter indicated that the patient's normal bg levels at that time of the day are less than "10.0 mmol/l." Around 5:00 pm that same day, the patient reportedly began to feel low. The reporter denied that the patient exhibited any physical symptoms of low bg. The reporter and/or his wife treated the patient with juice. The patient felt better within minutes of consuming the juice. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient reportedly developed a low bg level and received treatment from his parents after taking insulin based on a meter reading.